Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis event was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with vancomycin (1 g, once a day, duration and route were not reported) for peritonitis. The patient's recovery status was unknown. No additional information is available.